Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product mmt-7333. Product return is not applicable for non physical device mmt-7333.

Event description:
It was reported to medtronic minimed that the customer alleged loss of communication between insulin pump and mobile app, and when tried to pair the devices was getting the error "oops something went wrong". The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed for loss of communication. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for oops something went wrong. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for unexpected carelink personal login request or login assistance. The customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.